Manufacturer narrative:
H10: the customer forwarded the complaint device to the manufacturer to evaluate the complaint device for potential repairs. The bench repair technician (brt) recommended the replacement of the 453564234361, ss pca suresigns vm d4 main board fs, 453564024591, ss emch vm4/vm6 fan, 453564209261, ss plast vs3/vm-8" rearcase-w/o rd-valox, 453564243511, ss mechasy vm4/vm6 frnt pnl w/o lcd fs and 453564020331, ss pca vm4 front end assembly components to the customer and provided the parts identification and costs of replacement in a quote to the customer. The customer rejected the repairs to the complaint device and the brt returned the device to the customer with a recommendation that it not be placed back into service until repairs were made. No subsequent calls have been logged for this device/issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that external damage had occurred to the complaint device while in use and requested support. The complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.